Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles experienced leakage. The following information was provided by the initial reporter: stated, medication is leaking onto injection site.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles experienced leakage. The following information was provided by the initial reporter: stated, medication is leaking onto injection site.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023. Investigation summary: customer returned (15) 32g 4mm pro pen needles out of which 8 were new and 7 are used ones. Customer reported that medication is leaking. All the pen needles were tested for the flow and observed proper flow without any leakages. Hence, the alleged issue could not be confirmed based on the samples returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample return; embecta was not able to confirm the indicated failure(leakage). Root cause cannot be determined at this time as the issue is unconfirmed.